Event description:
After successfully detaching two gdc vortx fibered platinum coils, the third gdc vortx fibered platinum coil (2mm x 6mm x 11.5cm) failed to detach. Two hours of attempting to detach the third coil inside the left cavernous sinus failed. Md had switched the battery packs and batteries four separate times and switched the connecting cables, increased the apmerage to amps and it still failed to detach. Md had to remove the coil along with the microcatheter inside the cavernous sinus as a unit because they could not pull the coil out of the microcatheter. Md has paged boston scientific rep and regional mgr emergently for advice and no one returned their urgent message until the next day. The pt's left dural cavernous sinus fistula was only partially treated and the urgent need for treatment was an acute elevation of pt's intraocular pressure to a dangerous level of 50. Md left the sheath in pt's left anterior jugular vein and a femoral sheath in left common femoral artery. Instead of redoing pt the next day and without any guarantees that gdc coil system will detach or not, md transferred pt to hospital for completion of pt's mgmt.